Event description:
It was reported by the customer that a pyxis medstation es system drawer did not detect on the communication bus, preventing user from removing the required and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer had intermittent failures. A field service engineer replaced both drawer board and controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.